Event description:
Consumer reported, in the last 2 boxes he's used, each box had at least 10 pen needles that he could not prime/test before injection. Stated, he primes 2 units. He can only provide the lot number for one box, the second box is "unknown". Stated, the product is the same for both boxes, 320550 lot: 3353106 catalog: 320550 date of event: unknown samples: yes cl.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.